Event description:
During analysis of a crossover study at a customer site, an ocd employee identified non-repeatable biased results for several samples. Biased results of the magnitude observed could lead to inappropriate physician action. There were no results reported and no report of pt harm as a result of this event.